Event description:
In (B)(6) 2012, I had smith and nephew birmingham hip resurfacing. I was told that I would be fine in a few weeks but after 4 weeks of therapy, I began to experience a clicking and popping sensation at the hip and surrounding area became very painful. My therapy was stopped and subsequent blood test revealed that my cobalt and chromium levels were rising. Since the surgery, I have been diagnosed with peripheral neuropathy, tinnitus, heart palpitation and dementia like symptoms. The latter resulted in a five day stay in the hospital where I underwent a chemical stress test and had to have a heart cath done and the results from that were negative for heart disease. Along with the aforementioned symptoms, I also have severe muscle aches. I have been told that I need revision surgery which is scheduled for late (B)(6) 2013.